Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system logs were checked and an illumination problem was observed. Replacement of the system localizer was offered, but the site was not requesting service at this time. The issue remained unresolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the device boots up properly, but time to time the camera reset itself. The localizer resets itself also. No patient was present at the time of the event.